Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The system was explanted and a temporary pacemaker and right ventricular lead was placed. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.